Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that the forward pedal spring is stuck. Functional evaluation revealed that the forward pedal failed to return to the 'off' position when released. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a failure of the foot pedal spring or excessive/improper force applied to the unit. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the footswitch did not stop. No patient injury was reported.